Event description:
It was reported that the customer received a motor error alarm and a button error alarm. The customer's blood glucose level was 320 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to verify motor error alarm due to button/keypad anomaly. No button error alarm during testing noted. Motor passed motor test. Pump received with cracked case at display window corner, reservoir tube lip, and minor scratched display window.